Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs confirmed the customer comment that the mobile programmer did not display electrograms. It was also determined on analysis that a loss of bluetooth connection occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the interrogation of an implantable device before a generator change there were no electrograms (egm) displayed. It was noted that the mobile programmer was connected, and the programmer head was positioned over the patient's device, indicated by a green light showing connection. Troubleshooting steps were taken to include repositioning the patient connector multiple times, and after a period of time, the egms began to appear. The mobile programmer remains in use. It was determined on review of service log files that a loss of bluetooth connectivity occurred. No patient complications have been reported as a result of this event.